Event description:
It was reported while using bd vacutainer® sst¿, one (1) tube was cracked. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 27-mar-2025 investigation summary bd received two (2) photos and one (1) sample for investigation. The customer sample underwent a visual inspection, and the sample failed due to a broken tube. The analysis of the customer photos showed that both photos display evidence of broken and cracked tubes. Additionally, ten retained samples were subjected to functional tests, and three out of ten samples failed due to brittleness. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode cracked product/component based on customer photo and sample analysis as well as retention sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, one (1) tube was cracked. No adverse impact was reported regarding the patient or user.